Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The patient¿s blood glucose was over 400 mg/dl at the time of the incident. Customer reported that the infusion set cannula is bent. Customer reported that high blood glucose experienced in the middle of the night. The insulin pump will not be returned for analysis.